Manufacturer narrative:
The reported event of a leak was confirmed. A leak was noted at the sideport tubing during functional testing. Further analysis revealed that there was sufficient solvent on the sideport tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak was determined not to be manufacturing related, however, due to the condition of the returned product and the information received, the cause of the reported leak remains unknown.

Event description:
During the procedure, the valve on the introducer was leaking blood. Another introducer was used to complete the procedure with no patient consequences.